Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 1604200500, 510k# k113174 and (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: degenerative lumbar scoliosis procedure or technique used: posterior lumbar interbody fusion surgery at multi-level ( t10-il) it was reported that on an unknown date, post-op, right side rod broke at l4/l5. Rod replacement was conducted in a revision surgery. The patient suffered with non-union.